Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined.

Event description:
The complaint/event involved a microclave® connector. Blockage in the device (infusion connector) was reported and the device could not be used normally. The doctor had ordered a deep vein catheter change with dressing for the patient. They replaced the infusion catheter; the line was kept unobstructed to ensure the patient¿s normal intravenous medication and correct infection. Before using the device in question, they checked that the packaging was intact, and the product is within the validity period. After the complaint/reported issue, a new connector then immediately replaced for the continuation of normal medication treatment. There was no report of human harm.